Event description:
It was reported that (4) devices were used during a diagnostic laparoscopic procedure. It was reported by the rep that the ms512 reducer caps would not stay snapped down (would not latch). There was no consequence to the pt.